Event description:
From staff: patient was returned to the operating room due to ruptured implant on right side. Implanted allergen ref: 133s-mv-16-t sn: (B)(4). Patient had second surgery a month later to replace expander. From op report: patient is a status post bilateral mastectomies with immediate tissue expander-implant based reconstruction. The patient subsequently has been followed in my office for management of drains and filling of the tissue expanders. On a visit to the office 2 weeks later, patient reported hearing a popping sound to the right tissue expander when reaching over to pick up an object. Patient then noticed significant asymmetries in the fill of the tissue expander to the right breast which appeared deflated. The air from both tissue expanders were switched to saline and the patient instructed to monitor for any changes in asymmetries as a means to assess for malfunctioning of the right tissue expander. On follow-up a week later, the patient reported deflation of the right tissue expander and increased output from the right jackson pratt (jp) drain which appeared clear in color, and not the typical serosanguineous or serous drainage. Informed consent was therefore obtained for revision of the right reconstructed breast with removal of possible mild functioning right tissue expander including acellular dermal matrix (adm) and replacement of tissue expander and adm.